Manufacturer narrative:
Image review: nine cine images related to the reported event were provided for review. No executive summary or computed tomography (CT) imaging was submitted to support anatomical assessment. A fluoroscopic valve load inspection was included, and the available evidence demonstrates that the valve was loaded in accordance with instructions for use (IFU)). Additional images were provided to describe a suspected valve misload. It was reported that during implantation of a transcatheter aortic valve, the valve was recaptured due to a concern for infolding. Review of the cine images indicates that the valve was deployed beyond the point of recapture in the cusp overlap view and appeared fully expanded. Further evidence from a left anterior oblique (lao) projection also supports that the valve was fully expanded. Valve infolding is defined as an inward fold or crease extending from the inflow portion of the valve. Potential contributing factors include valve misloading, patient-specific anatomical characteristics (e.g. Calcification), and recapture maneuvers. If valve infolding is identified, the valve should be recaptured, removed from the body, and replaced using new sterile components. Based on the evidence provided, the valve appeared fully expanded at the time of release, with no imaging findings consistent with valve infolding. Updated: a1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012710777); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012862874); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: 92402848); product type: 0193-guidewire; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was recaptured due to an infolding problem. Subsequently, a new valve and new dcs were used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was recaptured due to an infolding problem. Subsequently, a new valve and new dcs were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that during loading of this transcatheter valve, a frame node overlap extending to node 3.7 was observed. During the first deployment attempt, the infold was noticed, and the valve was recaptured one time. A procedural delay of 10 minutes occurred as a result of the infold. Per the physician, the patient's aortic calcification contributed to the infold.